Event description:
It is reported that the liner would not seat in the cup. A new liner was opened and was used.

Manufacturer narrative:
This report will be amended when our investigation is compete.